Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink continu-flo solution sets would not prime. The reporter stated that the primary set primed with no issues. When they attempted to connect the secondary set, the set would not prime. The secondary set was positioned lower than the primary set. The reporter attempted connecting and disconnecting multiple times and then attempted to connect to a different port on the primary set, but the secondary set still would not prime. The set was replaced, but the second secondary set used also would not prime. A patient was connected to the primary set at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.